Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2017 with the following findings: a review of the black box data and alarm history showed multiple cs 078 call service alarms had occurred. During investigation, the pump was powered and a call service alarm cs 078 was duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. There was moisture inside the battery compartment. A leak test was performed and revealed a battery compartment leak. The pump was opened and there was evidence of moisture found on the motor flex connector, all boards, and other internal components of the pump. Due to internal moisture damage near the motor flex connector, the pump motor was not working; further testing was unable to be performed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.